Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this is one of three complaints, which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01943 and 3005099803-2009-01945 for details regarding the other associated devices. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure. According to the complainant, three clips were each found already deployed when they were advanced outside of the sheath. The procedure was completed with a fourth resolution clip device. There has been no report of complications or injury as a result of this event. The patient's condition was reported as fine.